Event description:
It was reported that the clamp of a light sensitive drug set was flipped (incorrect assembly). This was noticed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on september 2023. H11: the actual device was not available; however, a photograph of the actual device and retained samples were evaluated. Visual inspection on the photo sample was performed, and an inverted clamp was observed. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on the retained samples, and no leak was observed. The reported condition was verified for the actual sample; however, not verified on the retained samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.